Event description:
A user facility has reported that there was moisture in the cassette and dialysis solution was leaking out of the tubing during a training. The rn stated that there was no patient involvement; "dummy" person was connected. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device evaluation has not been completed. A follow up report will be filed upon completion of the investigation.